Event description:
The customer reported erratic troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for two patients, involving the access 2 immunoassay system. This report refers to patient #2 referencing instrument serial (B)(4). The sample was reanalyzed on this instrument and produced an initial result of 0.01 ng/ml, within the normal reference interval. Subsequent testing of the sample, on (B)(6) 2012, recovered a higher result of 0.09 ng/ml, within the risk stratification. Additionally, a third sample collection was analyzed which produced a result of 16.37 ng/ml, above the acute myocardial infarction (ami) limit. The elevated results were released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) performed preventive maintenance (pm) on the analyzer. The fse did not note any hardware issues. The instrument conformed to the manufacturer's published performance specification. The patient samples were collected in becton dickinson (bd) lithium heparin plasma tubes. The analysis was performed from 13x100mm primary tubes and centrifuged at 4,000 rpm (revolutions per minute) for five minutes, at room temperature. A definitive cause of the event is unknown. All related medwatch reports associated with this incident: 2122870-2012-01824, 2122870-2012-01826, 2122870-2012-01827.